Event description:
It was reported to philips the touchscreen was not functioning - there was a screen block. This event was reported to have occurred during setup for use. There was no delay to therapy and another vent was available. Philips field service engineer (fse) evaluated the device. Tests were performed and did not detect any errors. Calibration was performed and it did not detect any anomalies. The reported touchscreen malfunction was traced to user error; screen block mode was accidentally activated. Following the evaluation of the device, the fse trained the staff on touchscreen functionalities of screen block mode. Based on the information provided, the reported problem occurred due to unintentional user error as screen block mode was erroneously activated. Investigation has concluded that the device functioned as intended and there was no deficiency or malfunction.

Manufacturer narrative:
(B)(6).